Manufacturer narrative:
E.1. Initial reporter facility: montefiore einstein center for childrens mental health a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) spoke with the customer and confirmed the pharmacy was closed with no access to the system, so the visit was postponed. The customer contacted the director of pharmacy (dop)stated that, dop would visit the site to assess the medstation and attempt resolution before raising a ticket.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not able to dispense medication, the station picked the order, but the user was unable to click ¿start¿ to proceed with dispensing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.